Event description:
Additional information received. No tablet data was provided. The provider stated that the increase in seizure was cause by other factors not related to vns. It was noted that the increase in seizure was below vns-baseline level. It was also noted that the patient's device was functioning properly. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may have not been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient has been experiencing increase on seizure since their device was implanted back in 2024. No other relevant information has been received to date.